Manufacturer narrative:
Received voluntary medwatch mw5148977.

Event description:
It was reported that episode of over-sensing noise was detected on the right ventricular (rv) lead. Inappropriate anti-tachycardia pacing (atp) was delivered. The patient will continue to be monitored. No adverse patient effects were reported.